Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they were hospitalized for diabetic ketoacidosis on (B)(6) 2016 with a blood glucose level of 588 mg/dl. The customer was treated for their blood glucose with manual injections. The customer stated they had issues with their blood glucose levels since (B)(6) 2016. The customer wore the insulin pump during their hospital stay. The customer states that their insulin pump has been over delivering insulin causing low blood glucose as well. The customer stated that they will call back to troubleshoot. The customer did not return the product back for analysis.